Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the hysterosalpingography procedure, the silicone balloon hysterosalpingography injection catheter would inflate but was hard to deflated outside of the patient (quantity 2) the second balloon was utilized and after insertion, failed to deflate when it was inside the patient. The patient required to repeat the procedure and experienced discomfort due to this occurrence.